Manufacturer narrative:
Checking the manufacturing charts of the involved lot # 22aq2me, no pre-existing anomaly was found. This is the first and only complaint received on this lot #. We will submit a final report as soon as the investigation is complete.

Event description:
During revision shoulder surgery performed on (B)(6) 2023, the surgeon attempted to remove a adapter component with the instrument connector extractor, commercial code 9019.74.300 - lot #22aq2me. The instrument would not separate morse taper of the adapter from baseplate. Fix was to replace liner with constrained liner. This resulted in a surgery delay of 20 minutes. However, no consequences have been experienced for the patient. Patient - male. Birth date - (B)(6) 1944. Event happened in u.s.

Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot number 22aq2me, no pre-existing anomaly was found, that could have contributed to the event. This is the first and only complaint received regarding this lot number. In late 2023 the manufacturer received the instrument involved in the complaint and performed the following test: the adaptor has been connected to a baseplate by hammering it and then the connection was completed by tightening a safety screw in order to replicate the surgical steps. Following these steps, it was impossible to separate the connector from the baseplate, so the malfunction was confirmed. Moreover, a dimensional check was conducted on other pieces belonging to the same lot number as the component involved in the complaint and on some pieces belonging to different lot numbers, leading to find some dimensions slightly out of tolerances in the instruments belonging to the lot 22aq2me. In the light of these results, in april 2024 the manufacturer decided to perform a corrective and preventive action, with the aim of improving the instrument design, increasing the mechanical strength of the retentive sleeve and introducing the 100% check of dimension of the looking teeth. These improvements were implemented in the new version of the instrument, with part code 9019.74.301, which is the only one currently used in the market. Pms data according to the relevant pms, the manufacturer received one complaint (hereby reported) and one feedback (that occurred out of the operative room, without involving any patient) about the connector extractor with part code 9019.74.300. As described above, a CAPA plan has been already put in place by the company. The corrective action is currently closed. The manufacturer will continue monitoring the market to promptly detect any further similar issue. Note: this is a final MDR.

Event description:
During revision shoulder surgery performed on (B)(6) 2023, the surgeon attempted to remove an adapter component with the instrument connector extractor (part code 9019.74.300, lot number 22aq2me). The instrument would not separate morse taper of the adapter from baseplate. Fix was to replace liner with constrained liner. This resulted in a surgery delay of 20 minutes. However, no consequences have been experienced for the patient. The patient is a male, date of birth (B)(6) 1944. Event happened in the united states.